Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements. A boston scientific technical services (ts) consultant discussed that these measurements could be normal for this single-coil lead. Ts also discussed troubleshooting options. This lead remains in service.

Manufacturer narrative:
Code 3191 was used to capture surgical intervention.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements. A boston scientific technical services (ts) consultant discussed that these measurements could be normal for this single-coil lead. Ts also discussed troubleshooting options. This lead was later explanted and will reportedly not be returned. No additional adverse patient effects were reported.